Event description:
Related to MFR report 2183959-2012-02665. Related to MFR report # 2183959-2012-02683. On or about (B)(6) 2009, the plaintiff was implanted with ams apogee graft "with the intention of treating the plaintiff for pelvic organ prolapse and/or stress urinary incontinence." It was alleged by the plaintiff's attorney that, "after, and as a result, plaintiff suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia, additional surgery and other injuries." It was reported that, "on or about (B)(6) 2010," the plaintiff "required additional surgery due to the failure of the pelvic mesh products." It was also alleged that the "plaintiff has experienced significant mental and physical pain and suffering, has required additional surgery and medical treatment and she has sustained permanent injury," and the "injuries will result in some permanent disability to her person."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.